Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. However, visual analysis noted grommet damage. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the united states. This event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported during an implant procedure attempt, after having connected an ICD and a lead, intermittent pacing failure occurred. High impedance and oversensing were confirmed. Lead evaluation was performed on the analyzer; however, the abnormality was not recognized. As in appropriate connection was guess with this cause of this issue, reconnecting was performed but "the device and the lead were not done hold of." Consequently, this device was not implanted. No patient complications have been reported as a result of this event.